Manufacturer narrative:
Manufacturer narrative: updated sections b5, b7, g3, g6, h2, h6 health effect - clinical code, device code(s), and type of investigation. Corrected data: based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 4 months, 3 days due to endocarditis (staph epidermis) with severe as and aortic root aneurysm. The explanted valve was replaced with a 23mm 11500a valve. The patient was in recovery post procedure. The patient was discharge as death on pod#13. Per medical records, the patient presented with severe fatigue with chills, and heart failure. Preoperative tee showed large prosthetic av vegetation, severe prosthetic as, and aortic root aneurysm. The patient underwent 3rd time redo aortic root replacement, cabrol procedure, cabgx1, and placement of va ECMO. Postoperative course was complicated by bleeding requiring return to or for chest re-exploration, delayed sternal closure and mitraclip procedure on pod#8. The patient was transferred to cicu in stable but critical condition. The patient continued to deteriorate with profound liver dysfunction. The patient expired on pod#13.

Event description:
It was learned through implant patient registry that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 4 months, 3 days due to unknown reason. The explanted valve was replaced with a 23mm 11500a valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.